Manufacturer narrative:
After review of procedure ID #(B)(6). The full thickness ak appears to possibly be related to a parameter change. Confirmed depth was set by cas at 80% and shows this in the previous procedures. It appears the depth was changed to 600 microns and the cornea was estimated at 590-599 microns thick. This would lend itself to a possible perforation. No further clinical follow-up required.

Event description:
On (B)(6) 2025, doctor (B)(6) reported to cas that they experienced a full thickness ai nasally on procedure ID # (B)(6).